Manufacturer narrative:
(B)(4). (Therapy dates) - approximate date of event was sometime in the two weeks prior to (B)(6) 2014. (Lot number) - potential lot numbers are ur13k01076 and ur13j08073.the device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed for potentially associated lot numbers ur13k01076 and ur13j08073. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Corrected data: this occurred during an unknown quantity of infusions of sodium chloride via a clearlink continu-flo set which was connected to the v-link extension set. The extension set was subsequently attached to the non-baxter angiocatheter. Additionally, an unknown chemotherapy drug infusion being administered via a primary continu-flo solution set and sigma infusion pump was attached to the lowest y-site of the sodium chloride set up. A batch review was conducted for the potentially associated lot numbers and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a v-link standard bore IV catheter extension set leaked at its connection with an angiocatheter (non-baxter product). The leak occurred immediately upon the start of the chemotherapeutic infusion. The reporter stated that no damage was observed on the extension set, and leaking did not occur when the extension set was removed from the setup (i.e. Clearlink continu-flow set connected directly to the angiocatheter). There was no patient injury or medical intervention associated with this event. No additional information is available.